Event description:
Additional information was received that medtronic products were not related to the adverse events mentioned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Inoue, s., fujita, a., kurihara, e., sasayama, t. (2023). Pulserider ¿jack-up¿ technique for wide-necked basilar tip aneurysms that incorporate parent arteries: a technical note. Surgical neurology international, 14, 9. Https://doi.org/10.25259/sni_998_2022 medtronic literature review found a report of ischemia and mild diplopia in association with axium coil embolization. The purpose of this article was to describe the pulserider "jack-up" technique in coil embolizations and determine it's efficacy in treating non-ruptured aneurysms. The authors reviewed 3 cases of patients treated for non-ruptured aneurysms using axium framing coils in a coil embolization. Of the 3 patients, the average age was 70 years, all 3 cases were female. The article states the coils were deviating into the parent artery which in turn led the physician to attempt the pulserider jack-up technique. It was found using this pulserider "jack-up" technique, each case achieved a successful embolization. The following intra- or post-procedural outcomes were noted: mild diplopia in the first case high signal area in left paramedian medulla on MRI.

Manufacturer narrative:
Continuation of d10: product ID: fc-5-15-3d (unknown); product type: ; implant date n/a; explant date n/a. G2: citation: authors: inoue, s., fujita, a., kurihara, e., sasayama, t.. Pulserider ¿jack-up¿ technique for wide-necked basilar tip aneurysms that incorporate parent arteries: a technical note. Surgical neurology international 14,9 2023. Https://doi.org/10.25259/sni_998_2022 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.